Event description:
The health care provider (hcp) was able to get 10 ml into the pump, but was then unable to aspirate it out. Patient was admitted to the hospital to be treated for possible pocket fill

Event description:
It was reported that the healthcare provider (hcp) was able to aspirate the pump reservoir, but unable to fill it. It was stated that initially hcp could only get approx.10 ml to go into this 40 ml pump. The pump was then accessed under fluoro to find the port. It looked that needle was bent and not in the pump reservoir. The pump was programmed to minimum rate mode and the patient was to be monitored for signs of overdose. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter: model: 8731sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk.

Manufacturer narrative:
(B)(4).